Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® blood transfer device, an unspecified number of devices were unlabeled. This occurred with one device. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that prior to using bd vacutainer® blood transfer device, an unspecified number of devices were unlabeled. This occurred with one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Retain sample case was unable to be inspected for labeling as it is not labeled for commercial use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode: missing label content. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.